Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not received.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 360mg/dl caused by consuming ice cream. Tandem technical support assisted the contact in adjusting the max bolus feature on the pump in order for the customer not to have to deliver multiple boluses when covering for carbohydrates. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.